Event description:
Account reports during routine central line change while the clinician was attempting to disconnect the manifold, the tip of the 3-port manifold broke off and lodged into the hub of a triple lumen catheter cordis port. Reporter states that no pt injury resulted. Anecdotal report of second incident; however, no add'l info is available at this time.